Event description:
Caller reported damage to pump housing and usb port, affecting the ability to charge the pump, resulting in it shutting down. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump and the customer reverted to using multiple daily injections (mdi).